Manufacturer narrative:
The device referenced in this complaint was returned to shockwave for investigation. The reported complaint of unable to deflate the balloon and remove the catheter could not be definitively confirmed. Based on the additional information received, the physician believes that the ivl balloon was caught on the patient's calcium and all components of the catheter were successfully removed from the patient. A review of the lot history record (lhr) indicates that the device met all inspection criteria prior to shipping. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) balloon was used in a patient who underwent a procedure to treat a chronic total occlusion (cto) at the right coronary artery (rca). Access was obtained via femoral artery. After 40 pulses were delivered, the physician deflated the balloon to pull it out however, the balloon would not deflate and could not be removed. The physician cut off the hub of the ivl catheter and used a guide extension to help remove the catheter. The balloon was able to be withdrawn as soon as the guide extension added additional support and changed the angle of the balloon. The ivl balloon came out intact, minus the hub that was cut off to advance the guide extension over the balloon. Additionally, the physician believes the balloon got snagged on calcium. Post ivl, rotational atherectomy was performed and was followed with drug eluting stent (des) placement. There was no patient injury reported. No additional information was provided.